Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2020-apr-07 regarding a patient receiving baclofen (2000mcg/ml at minimum rate) via an implanted infusion pump. It was reported that the patient was last seen in (B)(6) 2018 and the pump was intentionally not filled. At that time, the pump was programmed to minimum rate. The pump started alarming in (B)(6) 2020 for low/empty reservoir and the hcp wished to program the pump to off state as it was nearing elective replacement indicator (eri)/end of service (eos). The patient was not a surgical candidate at the time of report. Logs revealed multiple motor stalls and recoveries going back to (B)(6) 2018. The patient did not have symptoms change as they had been managed without intrathecal baclofen for the past two years. No further complications were reported or anticipated.